Manufacturer narrative:
Updated fields: b4,b5,d8, d9, g3, g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and connected the balloon cable set to test the machine, it was found that the machine always gives the "autofill failure" warning. The fse preformed all manifold test but testing did not pass. Disassembled the pneumatic module to inspect and found blood in the pneumatic module concluding that the pneumatic module was damaged. The machine is not working. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure.no harm and death reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h3,h6(investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and connected the balloon cable set to test the machine, it was found that the machine always gives the "autofill failure" warning. The fse preformed all manifold test but testing did not pass. Disassembled the pneumatic module to inspect and found blood in the pneumatic module concluding that the pneumatic module was damaged. The fse replaced pneumatic module assy with 1 new filter assembly. After replacing the spare parts, test the operation of the machine, it can be used normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure.